Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent suburethral sling due to stress urinary incontinence. Complications were hematuria, incontinence, urge and stress, lower urinary tract infections, frequent urination, painful urination, and uti.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent suburethral sling due to stress urinary incontinence. On her post-surgical follow-upon for the suburethral sling on dates (B)(6) 2005 she reported that she was voiding well and was happy with her continence. The patient was seen in the office on (B)(6) 2009 for incontinence. Patient was also seen in the office on (B)(6) 2009 for moderate hematuria. CT scan on (B)(6) 2012 shows a kidney stone. Medical history: 3 children, hip and back problems, sinus problems, migraines. Allergies: codeine, keflex, penicillins. Past surgeries: hysterectomy, cholecystectomy, foot surgery, deviated septum. Family history: heart disease (great-grandmother, grandmother (stroke)), cancer (grandmother), stomach cancer (uncle), hypertension, (grandmother).